Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized with high blood glucose levels over 700mg/dl. Customer was treated with insulin pen. Customer's blood glucose level at the time of the call 760mg/dl. Customer also reported that their insulin pump would turn off and on by itself. Customer also reported a blank display. Troubleshooting occured. No additional information was provided.